Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room with a blood glucose level that was reading of 591. Reportedly, the customer received an incomplete bolus alert as they had not completed a bolus request. Tandem technical support educated the customer on the meaning of an incomplete bolus alert. The customer was treated with intravenous fluids of saline and was discharged on (B)(6) 2025 with no permanent damage. Reportedly, the customer was using aspart insulin. Tandem technical support (cts) informed customer that aspart was off label per the user guide.